Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was inappropriately shocked 7 times due to right ventricular lead noise. The lead noise was unable to be recreated thought isometrics and pocket stimulation. It was recommended to replace the due to the battery performance alert advisory and the right ventricular lead due to advisory also. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. During the lead revision, the physician noted an externalized conductor wire on the lead. The lead was capped on (B)(6) 2019. The patient was stable post-procedure.